Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) canada alleging that the patient¿s onetouch ultramini enhanced meter had a power button issue as well as an unspecified error message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the meter issues began over a year ago. It is not known what medication, if any, the patient takes to manage their diabetes, but the reporter stated that they had not made any changes to their normal diabetes management regimen as a result of the alleged product issues. The reporter informed the csr that the patient had developed the symptoms of ¿always sleepy and tired¿; symptoms which they had associated with high blood glucose, an unspecified period of time after the alleged product issues had begun. Due to these symptoms, around (B)(6) 2018, the patient was hospitalized and upon arrival in hospital they had their blood glucose measured on an unspecified device in hospital, with a result of ¿30mmol/l¿ being obtained. The patient was given an unspecified dosage of insulin and metformin in response to this. The patient was hospitalized until (B)(6) 2018. At the time of troubleshooting the csr noted that there was no misuse of the product, the correct test strips were being used and this was not the first use of the product. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issues began.